Event description:
It was reported that prior to a recanalization procedure, the label of the device was allegedly found to be mislabeled. There was no patient contact.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are (B)(4) medical . H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation and a physical investigation was not possible. Also, no videos were provided for review. The user report contains information regarding aspirex catheter packaging having a wrong marketing label of rotarex. The user reported images confirm information of rotarex marketing label sticker being present on aspirex catheter box. The labeling issue was noticed prior to intervention and there was no contact with the patient. Therefore, the investigation is confirmed for the reported device markings/labeling problem issue. The root cause was determined to be related to the packaging. Labeling review: the marketing label does not affect the device functionality. Therefore, the rotarex catheter conforms to the specification. H10: d4 (expiration date: 03/2026), g3. H11: b5, d3, g1, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that prior to a thrombectomy and atherectomy procedure, the label of the device was allegedly found to be mislabeled. There was no patient contact.